Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged door shim. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of damage to the door shim is unknown. To correct the condition, the door shim was replaced. If any additional relevant information is received, a follow up MDR will be sent.